Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed a high drive pressure message twice. The patient was switched to another cs300 and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the manifold drive assembly (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).